Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field; d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e237(scope error). A definitive root cause could not be identified. Based on the results of the investigation, the cause of the customer¿s reported allegation could not be determined. For the additional finding, it was identified that corrosion on the plug unit resulted in the e237 scope error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope dust particles appeared during pre-cleaning following a procedure. There were no reports of patient involvement.